Event description:
Device malfunction: clip applier could not be attached to the exchange sheath. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician who is not trained in the use of the starclose device attempted arteriotomy closure after an unspecified procedure. Reportedly, the clip applier could not be attached to the exchange sheath. The exchange sheath was removed from the artery. Manual compression was applied to achieve hemostasis. There were no reported adverse pt sequelae. No further info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.